Event description:
Device malfunction: partially deployed stent. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that resistance was felt when turning the thumb knob during deployment of the stent of an unspecified procedure. Approximately 1 cm of the stent had deployed when the thumb knob stopped turning. The device was removed as one unit and no medical or surgical intervention was performed. There was no patient injury or adverse effects reported. No additional information available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The device is expected to be returned for investigation. It has not yet been received.